Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it seemed like the implantable neurostimulator (ins) battery was depleting faster than it used to, and it was taking longer to get the ins fully charged. The patient said it usually takes them about 3 hours to get the ins battery from 50% to fully charged. The patient confirmed they maintain good coupling while charging the ins. The patient said the ins battery used to last 1.5 to 2 weeks before they had to charge it again, but now it lasts only 4 days. The patient did not have any programming changes prior to this event, but they mentioned that their healthcare provider (hcp) was getting some "red impedances" a couple of months ago. The patient had another appointment with their managing hcp after that, but they don't think the hcp checked impedances that time. The patient was redirected to their hcp to further address the issue. The patient said they will send their hcp a message.